Event description:
During the index procedure the patient had five stents implanted, two in the rca, one in the lcx and two in the lad. During implantation of the first stent to the lad a dissection occurred, this was treated with the second stent to the lad. It is reported that the patient was discharged. The event was not assessed for relatedness with device.

Manufacturer narrative:
Results: dissection. Conclusions: dissection. (B)(4).